Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492 mg/dl and insulin pump did not delivered bolus. The customer was treated with manual injection. Customer was neither in emergency room nor admitted into hospital and based on customer report customer alleged insulin pump was under delivering. Customer declined to troubleshoot for high readings. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.